Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received power source alerts and was unable to charge the pump despite the attempted use of multiple cables and power sources. There was no impact to the customer's blood glucose levels. Customer indicated pump and/or injections would be used as back-up therapy.

Manufacturer narrative:
Power source alert confirmed in pump history; however, no failure identified with battery charging issue.